Event description:
A customer reported a malfunction on their insulin pump, but noted no adverse impact to their blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed the pump's inclusion in a field correction and sent a replacement pump with updated software. The customer was advised on necessary steps, including returning the faulty pump and activating the storage mode before shipping it back. They acknowledged these instructions and noted there was no backup therapy available, planning to contact their healthcare provider.